Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02273. The pt ((B)(6)) received her scs sys, including a percutaneous lead and an ipg, on (B)(6) 2009. It was reported the scs sys was explanted and not replaced due to pain at the implant site. Neither the explanted ipg nor the explanted lead have been returned to the MFR for analysis. F/u found the pt is working closely with her physician to determine the next course of action. It has not yet been determined whether or not the pt will receive a replacement scs sys.